Manufacturer narrative:
A ge service representative performed an on site investigation. The rotational potentiometer was replaced during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9900 system joystick would not work. No patient injury was reported.